Manufacturer narrative:
Results of investigation: the device investigator could not duplicate the customer complaint of a failed leak test. The customer complaint of an "unusually loud and grinding turbine" has been duplicated and has been found to be caused by faulty bearings.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found that the ventilator has an unusually loud and grinding turbine. Replaced the turbine. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the high rate was high out of spec and the pressure was at zero and at base line. The ventilator was removed from the patient and the patient was placed on another ventilator, no patient harm.